Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that during the second treatment pass, the treating surgeon noted a "fuzzy" image around what was believed to be the bladder neck. When he inserted the resectoscope during focal bladder neck cautery, a perforation on the other side of the bladder neck, in the bladder, was noted. A catheter was placed for 10 days and the patient was discharged the next day. The patient is reported to be doing fine. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H.11 additional manufacturer narrative: the aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment DHR and IFU, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.